Event description:
Customer reports strip vial expiration date is 05/31/2008 while using the advantage system. Manufacturer's electronic record system shows strip expiration date as 05/31/2006. Batch record verification shows strip expiration date of 05/31/2006. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.